Event description:
As reported, 26mm sapien 3 case by transfemoral approach in aortic position. During the procedure, the valve alignment could not be done in a straight section of the aorta, and it was not possible to inflate the valve probably due to a leak. The procedure was stopped without complications for the patient. No injury occurred and no valve was implanted.

Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes. Added new information to h.6 type of investigation, investigation findings and investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for were unable to be confirmed as neither device nor applicable procedural imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the procedure, the valve alignment could not be done in a straight section of the aorta''. Although no patient information was provided, if there is a presence of tortuosity with a high degree it can result in difficulty to perform valve alignment. Valve alignment performed in a non-straight (tortuous) section of vasculature can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. The complaint description states, ''it was not possible to inflate the valve probably due to a leak''. As difficulties with valve alignment were reported, it is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (high alignment forces and/or valve alignment in non-straight section) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.